Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found a haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-11.5/1.0/68, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault and refractive surprise. On (B)(6) 2021 a replacement lens of longer length and different diopter was implanted and the problem resolved. Cause of event unknown.